Event description:
The customer reported that the patient presented with pain on the implant at tooth site # 20. It was described as a late implant failure. The implant was removed and grafted. Patient to follow up three to four months for a replacement. Symptoms as a result of the event: inflammation and pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.